Event description:
Customer reported a blank display on her insulin pump. Replacing the battery did not resolve the issue. Customer's blood glucose was 100 mg/dl. There is a crack next to the battery cap, where it screws in. Customer is not sure how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.